Event description:
It was reported that a few minutes into the case, the patient's knee and quadriceps distended. Surgeon noticed the chamber of the pump tubing connected to the sensor, completely full of fluid and the pump was running with no outflow of fluid from the patient. The surgeon could not flex the patient's knee and stopped the case. The patient condition resolved naturally after the procedure. The patient was re-intervened one week later on (B) (6) 2008. No further patient information is available and no additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The arthroscopic pump and tubing used in the case were not released to arthrex inc. For evaluation. A review of the device history record revealed nothing relevant to this event. The directions for use (dfu) for the pump tubing states "proper use of this device requires the establishment of adequate fluid outflow and monitoring of the surgical field." The tubing dfu along with the pump troubleshooting guide instruct the user to "...carefully monitor and maintain fluid outflow and assess the patient regularly to avoid extravasation or any other adverse patient condition." The cause of the complainants event could not be determined without evaluation of the pump and tubing involved.